Event description:
It was reported that the patient experienced muscle stimulation and presented to the hospital. Upon interrogation, the left ventricular lead exhibited sensing and capture out of range. A fluoroscopy revealed that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.